Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will not continue to use the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2024 09:07:36.000 (B)(6) 2024 09:09:22.000 low battery alert was found on: (B)(6) 2024 23:36:00.000 replace battery alert was found on: (B)(6) 2024 08:47:00.000 failed battery alert/battery failed alarm was found on: (B)(6) 2024 09:09:19.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 2:17:58 am. There was no power data available for the dates of (B)(6) 2024 and (B)(6) 2024. Unable to check power data for low battery alert, replace battery alert and failed battery alert/battery failed alarm. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2024 23:36:00 faster than expected at 5.48 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2024 09:25:00 faster than expected at 5.53 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2024 18:37:00 faster than expected at 5.49 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Customer alleged for charge/battery lasts less than expected, unexpected battery power loss and an intermittent high sleep current measurement were confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.